Event description:
It was reported that the pump battery was depleting quickly. Customer¿s blood glucose level was 117 mg/dl. The customer declined troubleshooting with tandem technical support. Therefore, no additional information was provided.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.